Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with an error code 30 was not confirmed nor reproduced during product evaluation. However, baxter quality engineering confirmed the reported condition as a damaged mechanism assembly. The mechanism assembly was replaced to correct this condition. A device history review revealed a failure of system error 32 occurred. The device was reworked and passed all subsequent testing.

Event description:
The facility representative reported an ipump with a condition of "error 30." The process step is unknown. It is unknown if there was any patient involvement, patient injury, or medical intervention according to the hospital representative. Baxter quality engineering determined the reported condition to be a mechanism assembly issue. No additional information is available.